Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.evaluation information: one device was received for evaluation against the reported condition of particulate matter inside of the fluid pathway. Visual evaluation confirmed the reported condition. Tiny white crystal-like particles were found floating freely in the fluid of the bladder. The crystal-like particles were in the fluid path. Upon completion of the investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that one intermate elastomeric device was observed with white particulate matter inside of the reservoir. This event was observed after the device had been filled with piperacillin/tazobactam. This event was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be conducted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was determined that the crystal-like particles identified during evaluation were drug precipitate. Should additional relevant information become available, a supplemental report will be submitted.